Manufacturer narrative:
Upon investigation, it was determined that the user did not inspect and or change the foam pad on the valve cover for the operating valve housings which seal the opening allowing the fluids and air to pass through the scope. To eliminate the risk presented by this potential failure, cu retrained the facility's staff on the proper procedures for device use and performed the necessary maintenance to return the device to specs.

Event description:
It was reported that medical device that had been cleaned in a cu prod contained residual gluteraldehyde. There was no adverse pt outcome.